Event description:
It was reported that a minicap had very little visible betadine prior to patient use. The nurse reported that the minicaps looked "orange" and "dry." The nurse stated that she used something to press down on the sponge inside the minicap and she saw that there was betadine. The nurse instructed her patient not to use the minicaps that appeared to have inadequate betadine. There was no patient involvement associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd893875 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation however, four unused companion devices were received. Visual inspection of these devices found iodine present in all of the devices. The each device containing pouch was pressure tested and no leaks were observed in the pouch. The returned devices met all specifications. Should additional relevant information become available, a supplemental report will be submitted.